Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received battery alerts and alarms but did not address them by charging the pump. Subsequently, the battery fully depleted and the pump shut down. The customer's blood glucose (bg) level was impacted (270 mg/dl). It was indicated that the customer would charge the pump and then deliver a correction bolus. Recommendation was made to charge pump more frequently.